Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure for an ankle fracture, four (4) threaded drill guides would not thread into the plate. The thread were stripped. Surgeon used different drill guide to implant the plate. It is unknown if there was a surgical delay. The outcome of the surgery was still successful and the patient is stable. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This is report 1 of 4 for complaint (B)(4).